Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) is involved in a legal case to recover for severe injuries and other damages sustained on the above date, and thereafter, due to the ngligent manufacture and design of the defibrillator model, which was recently recalled.,